Manufacturer narrative:
E2014029. (B)(4). The device's serial number was not provided. The device was not returned to (B)(4) for evaluation. Based on the information provided, there was no indication of a device malfunction. (B)(4) has attempted to contact the customer in order to obtain additional information regarding the event, how the device was used, and if a stabilization strap was utilized to secure the correct position during operation. No response has been received. The cause of the reported issue could not be determined. Device evaluated by MFR: device not evaluated by manufacturer.

Event description:
(B)(4) was made aware of the article "severe intra-abdominal lesions resulting from cardiac lung rescue with lucas chest compression system" published in danish medical journal "ugeskr laeger", that mentioned a patient event where the device use had potentially caused liver laceration. The two cm deep longitudinal lesion was treated during an operation. No further damage was found and the abdomen was closed. The patient was awakened the following day, was in well-being and hemodynamically stable. On day 13, he was sent to his own home.